Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that when attempting to cauterize the branches, nothing occurred upon trigger activation - no audible tone or cauterization. After troubleshooting, the hemopro2 extension cable was replaced, after which the device seemed to work. The pre-test was not performed prior to use. There was no delay. Patient not harmed.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop